Event description:
Customer alleges one of the caster wheels had split completely through. Reorder (B)(4). No injury alleged.

Manufacturer narrative:
Replacement wheel sent on warranty replacement order # (B)(4). Rework all inventory products, replace the caster broke. (Through investigation, no finished goods). Operator: (B)(4). Finished date: 06/22/2012. Rework all semi-finished products at assembly line. (Through investigation, no semi-finished products). Operator: (B)(4). Finished date: 06/22/2012. Remark and isolate the raw material (front caster), then notice iqc check again. Do drop testing for 4 pcs sample, if passed, the raw material (front caster) can be used. Operator: (B)(4). Finished date: 06/22/2012. Ipqc will inforce monitoring the plastic injection parameters. Operator: (B)(4). Finished date: 06/25/2012.